Manufacturer narrative:
The device was received by resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Note: per the stellar 100 clinical guide, the stellar 100 is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. The stellar 100 is not a life support ventilator. Resmed reference pr #: (B)(4).

Event description:
It was reported to resmed (B)(4) that a patient using a stellar 100 had difficulty breathing and was manually ventilated after the leak port broke when the connected tubing was moved. The patient was manually ventilated until the leak port was replaced. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The stellar device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported broken leak port. The investigation determined that the broken leak port was due to a faulty leak valve. The faulty leak valve was most likely due to an incomplete welding process of the leak valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference pr #: (B)(4).